Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by manufacturer: other 81: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted in the patient's eye, but was removed and replaced as a different lens was needed. The procedure was completed using a different model and diopter lens, za9003, 23.5 diopter. The removed lens was discarded. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: june 09, 2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut down the middle of the optic body. Which is consistent with a lens that was handled during removal. The lens was cleaned, and no additional cosmetic defects were observed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed, no other investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon reviewing the complaint folder, it has been determined that the lens was removed and replaced in the same procedure as a different lens was needed and no allegation was made against the original lens. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2021-07816. G8: correction: in review of medwatch 2648035-2021-07816, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.